Event description:
It was reported that the customer was having trouble raising and lowering the siderail due to the siderail collapsing when lowered. Upon evaluation of the unit, it was found that this was due to a broken siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.